Event description:
It was reported that during the laparoscopic gastric band removal and sleeve gastrectomy, when stapling the stomach, the reload and adapter were both broken at the connection between the reload and adapter thus unable to fire. The surgeon noted that significant tension was applied to the adapter and reload to position the reload around the tissue, which resulted in the breakage. The devices were replaced with new adapter and reload and the procedure was completed. The representative tried to remove the reload from the adapter, but the connection between the two was damaged to the point that the reload could not be removed without a portion of the reload remaining in the adapter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10: concomitant product: sig power sigadaptxl linear xl adapter (serial # (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the proximal end of the reload adapter was broken. It was reported that significant tension was applied to the adapter and reload to position the reload around the tissue, which resulted in the breakage. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur due to over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.